Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast capsular contracture, bilateral breast skin irritation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision procedure with unspecified mentor smooth saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient reported that she feels pain in her left breast, and sometimes her breasts get extremely itchy. As a result, the patient will undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. The physical device for this complaint has been discarded. A photo that contained the patient¿s explanted left and right breast prostheses and removed scar tissue was provided. Device evaluation summary: according to the information provided, the patient experienced itching and capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Additionally, scar tissue was observed in the photo. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture and skin reaction complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jun-2020, mentor received additional information about the event: - it was initially reported that the patient would undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. New information states that the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2020. - the explanted devices were discarded after surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 22-jun-2020, mentor received additional information about the event. The capsular contracture in the patient¿s left breast was baker grade IV. Manufacturer¿s reference number: (B)(4).